Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used during a tonsillectomy. The patient was re-admitted 9 days later to control bleeding. The bleeding was controlled using bipolar forceps. Twenty-nine days after the initial procedure, the patient was readmitted for tonsil fossa cellulitis with an ulceration that was treated with an IV and then oral antibiotics. No dealing sites were found to have re-opened. Patient is currently discharged. The generator has been used successfully with other bz4212 devices before and after this event, isolating the failure to the bz4212 device. The bleeding was under 250cc.